Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was continuously alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board and speakers need replaced to address the issues.